Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# unknown, product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported patient had seen manufacturing representative in clinic and had noticed the rtm was getting really hot and provided a different one for the patient. Patient has not been successful charging with the new rtm. Patient is seeing rmo3 on handset or the rtm will attempt to connect, confirm rtm position and will move right to poor charge quality. Ts requested patient plug the controller in. Controller did not charge from the wall and didn't recognize it was plugged in. Email sent to repair for controller replacement. Additional information received from the patient. Patient reported they still had difficulty charging their implant after receipt of controller and felt their recharger had some built-up kinks along the cord. Agent reviewed information and sent email to repair.

Manufacturer narrative:
The below details updated per the additional information received. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial# (B)(6); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received from the patient. The serial# of the recharger is (B)(6) which was heating.

Manufacturer narrative:
Section h6 updated with eval code method (fdm/annex b) code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.